Event description:
It was reported that a user on the ilet bionic pancreas experienced hyperglycemia with a reported blood glucose of 307 mg/dl and received a high glucose alert; the user had disconnected from therapy and was guided through a supply change to restore insulin delivery, after which insulin delivery was resumed. Symptoms included disorientation consistent with hyperglycemia. Outcomes included temporary interruption of insulin therapy and the need for troubleshooting and education. Investigation included customer interview and technical troubleshooting over the phone. Investigation of this case revealed that hyperglycemia occurred with an unclear cause and that reconnecting the system via supply change resolved the issue. It was concluded that the event was related to use conditions with cause of hyperglycemia not determined and that the device functioned as expected once reconnected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.